Manufacturer narrative:
The device involved in this event has not been returned for evaluation.(B)(4)

Event description:
It was reported the catheter ruptured during contrast injection.no patient injury reported.